Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in brighton, (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The reported issue could be solved by replacement of the processor board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not heating properly during procedure. In detail, there was a difference between the displayed temperature and the actual temperature of the water. The reported issue is a re-occurrence of the already reported case reference (B)(4). There was no report of patient injury.

Manufacturer narrative:
H.10: the root cause of the reported event was traced back to the processor board.

Event description:
See initial report.